Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited undersensing, loss of output, and oversensing. No intervention was performed. The patient was asymptomatic.